Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high after a reservoir change. She treated with manual injection and walked and stated that it went down to 123 mg/dl. The blood glucose ran back up to 557 mg/dl and she noted air bubbles in the set, and changed the set. The drive support cap appeared normal and recessed. Through troubleshooting, insulin exited with a manual prime and no leaks or air bubbles were observed. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.